Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event and fainted for about 2 hours, after having lunch. The event happened on 28th of june in the afternoon, rome time zone. User did not require any medical assistance as he mentioned that he is used to these kind of events. He just recovered after he woke up and came back to senses.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. System was not in use at the time of this incident because user did not have access to the app as he forgot his credentials after changing his phone. As a result, user could not receive any alerts. This incident does not require any further investigation as there was no malfunction with the system.